Event description:
It was reported that the tip of the instrument is extended beyond expected length. There was 2 min surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspections found that the interface between the threaded stud subcomponent and handle bore showed only limited signs of press-fit assembly. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated under (B)(4) opened to further investigate the observed non-conformance.

Event description:
It was reported that the tip of the instrument is extended beyond expected length. There was 2 min surgical delay.